Event description:
During replacement of navilyst biliary drain that was placed in (B)(6) 2010, an x-ray revealed multiple fractures within the pre-existing catheter. Portions of the fractured catheter were able to be extracted, however, some fragments had to be advanced into the bowel. The pt was admitted over night for observation. Exodus biliary drainage catheter were recalled (B)(6) 2011 and are no longer in our inventory.